Manufacturer narrative:
Taper ii the product associated with this report has not been returned as the device was not explanted. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: ¿deflation of the band may occur due to leakage from the band, the port or the connector tubing.¿

Event description:
Healthcare professional reported patient had a leak in port tubing near the stainless steel connector. Port was revised.